Manufacturer narrative:
Conclusion: valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. In this case, it was reported that the native aortic leaflets were heavily calcified, which could have contributed to the under-expansion. Based on the limited information received, a conclusive cause of the reported under-expansion and coaptation issue could not be determined. Under-expansion of the valve frame is a known potential adverse events per the device IFU (instructions for use). Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Given the limited information available and without the dcs for analysis or images of the device, the cause of the reported difficulty deploying cannot be confirmed. A review of the valve device history review (DHR) and frame was conducted and found that both valve and frame were manufactured to s pecification and met all inspection and acceptance criteria. This event does not indicate device misuse or malfunction a DHR was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of the delivery catheter system (dcs) was received and was added to section d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, the pre-operative computed tomography (CT) noted that the patient may have had septal hypertrophy, as the left ventricular outflow tract (lvot) measured approximately 5 millimeter (mm) smaller than the annulus. The native aortic leaflets were heavily calcified, therefore a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 by 6 mm non-medtronic balloon. The valve was advanced and deployed to 80% using the cusp overlap technique. The valve was reported to be at an appropriate depth on the non-coronary cusp (ncc) and left coronary cusp (lcc), however on transthoracic echocardiogram (tte) the valve appeared constrained. The implanting team decided to deploy the valve, therefore the guidewire within the ventricle was pulled back and forward tension was applied to the delivery catheter system (dcs). Pacing was not performed during the final valve release. The valve dislodged above the annulus upon release. The tabs on the valve were still attached to the dcs at this point, and the implanting team wanted to attempt recapture. The field rep advised against this, as some of the valve crowns appeared to have been released from the capsule. The implanting team attempted recapture, and as a result, one of the tabs popped off. The other tab remained inside the capsule, so instead of deploying the valve and then snaring, the team elected to withdraw the dcs with the valve still attached. The valve was deployed into the descending aorta. A second valve was successfully implanted within the annulus. No additional adverse patient effects were reported.